Event description:
Complaint received indicating anesthesiologist used twinpak plastic cannula, and upon accessing y-site with this device noted dislodgement of the septum at the first distal port.

Manufacturer narrative:
The manufacturing facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.